Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens got stuck while advancing in the cartridge. The lens was not inserted, but there was pt contact. There was no pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was aevidence of a clear surgical residue, however, there was no visible damage noted to the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. If should be noted that the injector and cartridge were returned for evaluation.